Event description:
The customer reported a vent inop with the d5 lit on the sensor pcba after replacing the sensor pcba to address a high internal o2 alarm. The customer reported there was no patient involvement.